Event description:
On 04-feb-2026, it was reported by a sales representative via (B)(4) that an ar-8330h shaver is not snapping into place properly. Discovered during a case with no patient effect. Additional information provided on 25-feb-26: issue occurred in the surgical field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.